Event description:
The customer called and reported the insulin pump alarmed motor error while trying to fill the cannula. Customer also received a motor position encoder error alarm. Customer's blood glucose was 190 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and force sensor system test. The device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm was noted. The device had a cracked reservoir tube lip, minor scratches on the lcd window and a scratched reservoir tube window.